Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, when the nurse was performing the peritoneal dialysis heparin saline flushing for the patient, it was found that the catheter ruptured and leaked water at about 3cm of the front section at the connection between the peritoneal dialysis catheter and the peptide connector. The dialysis catheter was immediately clamped and was reported to the doctor, then replaced the titanium connector and used it normally. The patient had an infection due to the event.

Event description:
According to the reporter, on the day of the event, when the nurse performed the peritoneal dialysis heparin saline flushing, the catheter ruptured and leaked water at about 3cm from the front section at the connection between the peritoneal dialysis catheter and the peptide connector. There was nothing else unusual observation on the device prior to use. No additional damages were found where the leak occurred, and no excessive force was used on the device. No other products were utilized with the device, and no cleaning agent typically used to clean the device in its entirety. Tego was not utilized, nor was any prescribed or over-the-counter treatment. The patient was not responsible for catheter maintenance and did not use any cleaning agent or antibiotic on the catheter. Sepsiderm was not used. As a remedial action, the dialysis catheter was immediately clamped, reported to the doctor, and replaced the titanium connector, which was then discarded. A repair kit was not used. The treatment was completed after the remedial action. There was no blood loss, and no transfusion was performed. The patient developed an infection due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.